Event description:
Olympus (omsc) was informed that the customer high-definition liquid crystal display camera head reportedly has image noise, ¿a phenomenon that occurs irregularly, and noise that looks like a fingerprint moves across the image¿. The customer problem was found during a diagnostic endoscopy procedure. The intended procedure was completed using a similar device. No death, injury or harm was reported.

Manufacturer narrative:
Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.